Manufacturer narrative:
Continuation of d11: product ID: 3023; lot# serial#: (B)(6); implanted: on (B)(6) 2011; explanted: on (B)(6) 2014; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it was stated it was not due to programming specify final programming date and time for most recent interrogation prior to event: on (B)(6) 2019 . No further complications were reported / anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2020: today she reports continued poor control of her urge incontinence and going through 10 pads per day. No interval utis. (B)(6) 2020: cont. Poor ctrl of urge (B)(6) 2022 continues to have urinary urgency with multiple episodes of uui daily, wearing 7¿8 ppd. After battery replacement (B)(6) 2022 and is still happening.

Manufacturer narrative:
Continuation of d10: product ID 3023 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2014 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it was indicated that patient continue to get poor control of urgency and experienced loss of therapeutic effect.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on(B)(6)20:today she reports continued poor control of her urge incontinence. She is going through 10 pads per day. No interval utis. (B)(6)20: cont. Poor ctrl of urge (B)(6)2022 continues to have urinary urgency with multiple episodes of uui daily, wearing 7¿8 ppd. After battery replacement (B)(6)/2022 and is still happening. Patient cannot feel the device and does not believe it is functioning well. Continues to have uui throughout the day. ((B)(6)2022) .unresolved with no further action planned

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3023 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2014 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they discussed about trying botox, but the patient would like to be a least 3 months out of recent knee surgery. The patient doesn't want to proceed with bladder botox at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (B)(6) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the patient had a return of urge incontinence and continued poor control of her urge incontinence. The health care provider discussed with the patient to try botox it was also stated that the patient goes through 10 pads per day. It was stated that it was possibly related to the device or therapy or device and not related to the implanted procedure and that due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2019. No further complications were reported/anticipated at this time.